Event description:
It was reported that device does not recognize small syringe 1 ml / 3 ml. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on the left plunger case and case seal was missing. During syringe testing (using bd, monojet and neomed syringes), the reported problem could not be duplicated. The root cause of the reported issue was found to be user error. Customer might have been using a luer lock type of syringe. They both look similar but customer should be advised to manually select the syringe sizes (intended for use) as indicated on the pump display screen. Replaced size pot for preventive. Performed preventative maintenance and all functional testing.